Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Samples were submitted to the manufacturer for evaluation. Through visual examination, the set was assembled per the drawing. The patient connectors were evaluated under a microscope with no deviations identified. A luer taper test was performed on all luers with passing results. The samples were subjected to a leakage testing; no leakages were observed during the test. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported issue could not be replicated or observed. The samples are within specification, and the complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported when they go to return the patient, the connection at the saline line and the atrial line, they twist it and it seals correct but the line gets a whole bunch of air more than micro bubbles. No patient harm.